Event description:
On september 1, 2009, the lay user/pt contacted lifescan, alleging the one touch ultra test strips caused the meter to read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the pt. The pt said that the previous month, she had took a reading and obtained 400 mg/dl a little before noon. She thought the reading may have been a mistake, so she washed her hands and carefully took another reading with a result of 380 mh/dl. The pt took 12 units of humalog insulin at that time based on the reading. She takes 10-12 units of humalog based on a sliding scale at that time, but did not give specific readings that she takes those doses. She was at the each at the time and stated that she went into the water soon after she injected the insulin. Five minutes later, felt symptoms of dizziness, weakness, and shivers. She says these symptoms were indicative of hypoglycemia for her. She yelled for help and some people got her out of the water. When she got out of the water, she "lost her senses in a way." She asked for sugar and orange juice, which she received. She tested herself with a strip from another vial of test strips after she got out of the water and obtained a reading of 38 mg/dl. She said she felt better 4-5 hours later. The pt has not had any symptoms since that time. It was determined during the troubleshooting telephone call the pt's testing technique was correct. The meter was set to the correct unit of measurement at the time of testing. This complaint is being reported, because the pt alleged the reading was inaccurately high, took add'l insulin based on the result, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.